Manufacturer narrative:
Baxter technical support provided the account the part number of the casters that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported.